Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+. An xtw clip was inserted and deployed on the tricuspid valve. During the deployment steps, the mandrel was stuck on the clip, causing the clip to detach from the septal leaflet and remain attach to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported slda appears to be due to the maneuvers of the difficult to deploy. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5+. An xtw clip was inserted and deployed on the tricuspid valve. During the deployment steps, the mandrel was stuck on the clip, causing the clip to detach from the septal leaflet and remain attach to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure.